Event description:
The patient's clinical status is not addressed, but a post implant check noted "questionable" ventricular sensing. The bipolar ventricular impedance then measured at >2500 ohms, but later measurements reported normal values. No capture or sensing was seen in vvi mode. The physician opened the pocket to find that the leads were reversed in the connector ports. The leads were connected to the appropriate ports and normal function ensued.